Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had damaged seal, the instrument got stuck in the trocars and they had difficulty sliding it in and out. The sales rep did not have any patient info as this was mentioned to me while they were visiting the facility. The physician could not provide any examples of cases and stated it has been happening the last 2 months on and off. They did not know how many times. No product available to return.